Event description:
It was reported that the patient presented to hospital after receiving an alert. High impedance on rv to can, svc to can and variation impedance on rv to svc were observed. ICD anomaly was suspectd. The ICD was explanted.

Manufacturer narrative:
High impedance was confirmed during analysis. X-ray analysis found a broken groundcase wire as the cause for high impedance.